Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reported "had her wound to chest packed with aquacel ag yesterday in a clinic and today noticed mild rash to side of chest wound, patient also states feels like rash is in her mouth only to side of mouth that her chest wound is on. Denies itching or burning or pain with rash. This is first time using aquacel ag. Will call physician at clinic and will proceed with his orders."